Event description:
As reported, approximately 3 years and 2 months post sapien 3 valve implant, the valve was explanted and a surgical valve was implanted. As reported by our affiliate in japan and through the japanese implant patient registry (ipr), a 23mm sapien 3 valve was implanted in the aortic position by the transfemoral approach. Approximately 1.5 years post implant, echo indicated an increase in the pressure gradient. Anticoagulation therapy was started. However, the gradient did not improve. Approximately 3 years post implant, the patient developed heart failure and the decision was made to explant the sapien 3 valve. An echo was performed but the physician could not determine if the issue was a thrombus or pannus. It was not possible to distinguish between valve thrombus and pannus on the echo. No problem with the mobility of the sapien 3 valve leaflets were reported. Three (3) years and 2 months post implant, the sapien 3 valve was explanted, and a surgical valve was placed.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis and pannus are potential risks associated with the use of the bioprosthetic heart valves. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, based on the limited information available, the root cause of the increased gradient could not be confirmed. Available information suggests patient factors not provided may have contributed to the pannus/thrombosis formation on the implanted valve and subsequent explant 3 years post implant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.